Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and bs-repliform was implanted.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with anterior and posterior repair due to urinary stress incontinence, cystocele and rectocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy, dilation and curettage, cystoscopy, laparoscopy and suprapubic catheter placement.

Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.